Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: rupture: observed broken device and one opening assessed as a surgical impact opening, (shell thickness withing to spec). Additional observations: ¿ crease fold observed on the device. ¿ stress marks observed in the device.